Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device exhibited oversensing which resulted in inappropriate therapy. Evidence for pacing inhibition. Review of stored egms by technical services demonstrated inappropriate sensing on the rate-sense channels as well as subtle noise on the shock egm channel.